Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation along with other symptoms of tremor/cramping in hands, facial tremor, headaches, bradykinesia as well as discomfort in the shoulder and neck. The patient attempted to compensate these symptoms with an extra dose of medication however, this was insufficient. Reprogramming also did not resolve the issue. Therefore, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. All symptoms were resolved and the patient has fully recovered postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation along with other symptoms of tremor/cramping in hands, facial tremor, headaches, bradykinesia as well as discomfort in the shoulder and neck. The patient attempted to compensate these symptoms with an extra dose of medication however, this was insufficient. Reprogramming also did not resolve the issue. Therefore, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. All symptoms were resolved and the patient has fully recovered postoperatively.

Manufacturer narrative:
Boston scientific has issued a field safety notice (97222956-fa) reminding users to follow the steps outlined in device labeling when implanting the vercise genus deep brain stimulation (dbs) implantable pulse generators (ipgs); per labeling, the vercise genus dbs ipg is intended for implant within a subcutaneous pocket. Device header feedthrough (ft) wire break(s) have occurred in rechargeable vercise genus dbs ipgs that were implanted submuscular in the pectoral location. Note that the vercise genus dbs rechargeable ipg continues to meet safety and performance expectations when used in accordance with device labeling. Device analysis performed on the returned ipg revealed a fractured feedthru case wire via x-ray inspection. Fractography analysis of the feedthru wire showed indications of repeated bending stresses that exceeded the local fatigue strength resulting in the fractured wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto the ipg against the rib(s) which would not otherwise be experienced when the ipg is implanted subcutaneously. Additionally, review of the instructions for use (IFU) revealed the directions for implantation indicate a pocket for the ipg should be created under the skin in a location that is in the chest or abdomen. Therefore, engineers concluded the cause of the inadequate stimulation and the consequential impact to the patient therapy was the result of the fractured/broken proximal feedthru wire caused by frequent stress and tension on the ipg from implanting sub-muscularly despite labeling instructing to implant subcutaneously.